Event description:
The reporter stated that during a spinal surgery procedure, the coral screwdriver tip broke off in the screw, which was being inserted at an extreme angle. The screw had to be removed. The collet of the screw was snapped off from the screw; the universal system was used to remove the screw. The surgery was prolonged by about twenty minutes. The coral spinal system is a fusion implant system used for the correction and stabilization of the lumbar or lower region of the spine. There were no adverse outcomes for the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.